Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that angina occurred, requiring medication. In june 2020, during procedure, the 95% stenosed 35 mm long target lesion was located in the proximal to middle right coronary artery with a reference vessel diameter of 4.0 mm. The target lesion was treated with placement of a 4.00 x 38 mm synergy stent system. Post deployment, the stenosis was noted to be 0% with timi 3 flow. In may 2023, the patient was diagnosed with angina pectoris and was hospitalized for further treatment. Medication was given or regimen adjusted to treat the event. Four days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.